Event description:
Product came out from the hub and the needle came off. Though there was no injury to the patient, event will be reported in good faith due to potential for injury should event recur.